Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted. Therefore, an evaluation on the device cannot not be performed. Further investigation is being conducted and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2025 a 25 mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo) without anatomical particulars. On (B)(6) 2026 the patient was reportedly hospitalized due to transitory vision impairment and subsequent transesophageal echocardiography (toe) imaging found thrombus formation on both the left and right discs of the gore® cardioform septal occluder device. However, the patient was reportedly receiving low molecular weight heparin at the time and when asked, the patient confirmed he had followed the prescribed antiplatelet therapy. Also, no allergies were known. A brain magnetic resonance imaging (MRI) examination was additionally performed and showed no pathologies. On (B)(6) 2026, the patient was discharged from hospital and anticoagulant medication (edoxaban) was started to be taken by the patient until further review during the next visit scheduled for the end of (B)(6) 2026.